Event description:
Legal communication was received alleging the insulin pump and infusion set caused the customer to experience multiple hyperglycemia events. The document alleged the following: the customer has been a using the insulin pump since 1989. In or about (B)(6) 2013, the customer was using the insulin pump and infusion set in a reasonable a foreseeable manner, in efforts to control her diabetes. On (B)(6) the customer began to experience elevated blood glucose levels. Customer attempted to bolus additional insulin to correct her elevated blood glucose levels. However, the insulin pump did not control her blood glucose and caused her blood glucose to rise to 722 mg/dl. The customer by then required medical attention and was admitted at the emergency room. The insulin pump did not give her a signal that the device was not administering any insulin. The device is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.